Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level issue (13.5 mmol/l) and was treated with manual injections event on (B)(6) 2026. The site inserted was on lower back and the infusion set was in use for one day.

Manufacturer narrative:
E1: name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380